Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient (pt) who reported the circumstances that led to their loss of relief was because their stimulation off. They reported the cause of this was their mistake.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported they are not getting therapy relief, pt was hurting for the last week and a half. Patient stated both devices are 100% charged. Patient stated they have an MRI coming up and like to know what to do. Agent asked patient to connect with the controller and controller show stimulation is off. Agent assisted patient with turning therapy on and both devices shows 100% charged. Agent reviewed button meaning. Agent assisted patient with activating and deactivating MRI mode. The troubleshooting steps that were taken on the call resolved the issue. Controller shows fullbody MRI eligible. Patient called back in stating they needed to enter MRI. Agent walked the patient through on how to enter MRI mode and turned on the stimulation.